Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. This is two of two manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02914. (MDR# 2021-07844-02). The commander delivery system with sapien 3 ultra valve was not returned for evaluation. A device history review (DHR) of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint codes. Since the frame bent strut was noticed during the procedural use, prior complaints related to "frame -deform" (pre-procedural event) were excluded from the review. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Imagery was provided by the site and revealed the following: one (1) strut appeared bent approximately 90 degrees at the inflow side observed post deployment. The sheath shaft appeared damaged, it was likely due to the valve strut punctured through the sheath shaft, and excessive force was applied. The frame strut appeared bent at the inflow side observed post deployment, and the sheath was damaged. The instructions for use (IFU) for commander delivery system with sapien 3 ultra (s3u) valve, device preparation manual, and procedural training manuals were reviewed. There were no IFU/training deficiencies identified. Although the complaint for "general risks -failure -frame damage" was confirmed, a complaint history review is not required, since the issue has been previously identified in product risk assessment (pra) which captures root cause analysis for the issue. Frame damage is identified in the commander delivery system with s3/s3u/s3ur risk management as a potential cause that may lead to difficulty or unable to introduce delivery system and advance through sheath as captured in risk assessment. This event reports frame damage during introduce and navigate catheter through anatomy that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The risk of difficulty or unable to introduce delivery system and advance through sheath and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty to introduce and advance delivery system through sheath. The product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with "frame - damaged - during use" or "general risks-failure - frame damage". The valve from this complaint event was manufactured prior to corrective action (part description/number are reflective of old design), the occurrence rate did not exceed the control limit for trend category "valve damaged" for sapien 3 ultra valve (s3u). The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, which did not occur during this event. The pra remains applicable and no further action is required. The complaint for "general risks - failure - frame damage" was confirmed based on provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, "the distal strut on the sapien 3 ultra valve was bent 90 degrees upon exiting with the esheath. The user decided to proceed with the valve implant. The implant procedure was successful with no complications. When the esheath was removed, it was noted that the non-expandable portion of the sheath was split all the way down to the expandable portion". Additionally, it was noted for insertion difficulty and the patient's access vessel had presence of mild tortuosity and calcification. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, and lead to resistance. It is possible that the valve strut caught, punctured, and torn through the sheath during the delivery insertion through the sheath. If excessive force was applied, it could result in the bent strut. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". These patient factors and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A corrective actions preventative action (CAPA) have identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factor (calcification/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-xxxxx. (MDR#2021-07844-02). Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the distal strut on the sapien 3 ultra valve was bent 90 degrees upon exiting with the esheath. The user decided to proceed with the valve implant. The implant procedure was successful with no complications. When the esheath was removed, it was noted that the non-expandable portion of the sheath was split all the way down to the expandable portion. There was no report of any injury to the patient. Per images that were provided by the fcs, it was found that the esheath had delamination, puncture, and a liner strand. Review of the photos confirmed loss of integrity of the esheath.